Event description:
It was reported the patient was experiencing ineffective stimulation and was unable to set their ipg into MRI mode. A lead diagnosis was performed and revealed high impedances across both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the full scs system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.